Manufacturer narrative:
The device from the reported event was given a full functional test by physio-control and all device operations were found to be within specification. The device was returned to the customer for use.

Event description:
Fire dept. Personnel were called to a dentist's office to treat a "questionable overdose pt." The pt was found to be unresponsive and CPR was begun. The fire dept. Personnel connected the device to the pt and an ECG analysis was performed. Reportedly, the device indicated "no shock advised". A second analysis was made with the same result. Ambulance personnel arrived on the scene and connected a back up defibrillator to the pt. The pt was not resuscitated. After the event log was examined, the reporter stated that he felt the device should have advised a shock for the indicated rhythm.